Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found no blood or contrast visible. The protective sheath was returned on the balloon. An attempt was made to remove the protective sheath but was unable to. The protective sheath was removed after the balloon was soaked in warm water. The inner diameter of the protective sheath was measured and met manufacturing criteria. It is likely that the protective sheath was placed back on the balloon after use for return analysis. The balloon was tightly folded and there was fluid in the balloon folds, consistent with preparation. There was a kink in the hypotube shaft proximal to the guide wire exit notch. Factors that can affect the ability to inflate the balloon include, but are not limited to, balloon pinhole, shaft/adaption leak, shaft kinked during delivery of catheter, mechanical damage on balloon, or blockage in the inflation lumen. The inflation device used in the procedure was not returned; therefore it is unknown how it may have contributed to the reported difficulties. However, the reported difficulties were unable to be confirmed as a new indeflator with a 1:1 mixture of renografin 60% and colored water was used to pressurize the balloon to the rated burst pressure (rbp) and measured the inflation and deflation times. These met manufacturing criteria. The balloon deflated flat each time. A flat balloon is not uncommon especially when deflated outside of the body. Additionally, it is likely that the noted hypotube kink occurred during packaging, handling and return to abbott vascular for analysis as it does not appear to have contributed to the reported difficulties. The reported difficulties were unable to be confirmed and there is no indication of a product quality deficiency. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for inflation issues, kinks, or balloon refold issues for this lot. There is no indication of a lot specific product quality deficiency. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp.

Event description:
It was reported that the target lesion was the mid right coronary artery (rca) with 99% stenosis and moderate calcification. Pre-dilatation was performed and a 3.5 x 28 mm xience v stent was implanted, but did not expand well at the intermediate section. The 3.5 x 12 mm voyager nc was used to post-dilate the stent, but observed that the balloon did not inflate at all, despite repeated attempts. A 3.5 x 15 mm voyager nc was used to post-dilate the stent successfully. There were no reported patient effects. There was no clinically significant delay due the procedure. No additional information was provided.